Event description:
It was reported that the customer was hospitalized. Cause was due to customer using fiasp; an off-label insulin. Customer could not recall their blood glucose (bg) level at time of event. Reportedly, customer experienced a seizure. Customer received intravenous potassium fluids and tablets of potassium. Customer was released from the hospital on october 1st, 2025 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump, cartridge, infusion set tubing, or infusion set cannula in use at the time of event.